Event description:
It was reported that the customer was in the emergency room throwing up, had diabetes ketoacidosis and large ketones. The mother stated that the tubing was kinked, but the insulin pump did not alarm no delivery. The blood glucose reading was 377mg/dl. It was stated that the customer was disconnected from the insulin pump, and she was treated with manual injections. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found a low reservoir alarm. The mother stated that the doctor believes the insulin pump was not functioning properly. Advise the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery and displacement test. However, the insulin pump had excessive motor noise anomaly due to faulty motor.